Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low lead impedance was noted on the right atrial (ra) lead. The ra lead was programmed off and later capped and replaced. No patient complications have been reported as a result of this event.